Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received sensor updating. The customer¿s blood glucose was 400 mg/dl. The customer treated high blood glucose with manual injections. Customer stated that then blood glucose came back into the range of 150-200 mg/dl . Advised customer to return his sensor.